Event description:
ICU manager reports: impella device failed on the pt. She came from the cath lab with the hernia. Per physician, her prognosis was very poor and family felt she would not have wanted further aggressive treatment. The device was not replaced and was removed and returned to the rep. He indicated results should be available within 6 weeks. He suspected blood clot vs motor failure.